Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported while using the avea ventilator, the patient started to desaturate and co2 was increasing when using the wye flow sensor on volume guarantee. The customer stated the wye flow sensor was swapped to a hotwire flow sensor and correct the reported issue.